Event description:
The customer reported that the left monitor is not displaying images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer is to replace the monitor themselves. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.